Event description:
Caller reported an issue with a tandem mobi cartridge alarm, including consecutive instances of alarms and an occlusion during normal use, but confirmed the blood glucose level did not exceed 500 mg/dl and remained within a safe range. Though new alarms occurred, the customer managed the situation by changing the cartridge and resuming insulin administration each time. Technical support resolved the problem by arranging for a replacement pump and providing instructions for returning the problematic device, with the customer opting for multiple daily injections as a backup therapy.